Event description:
Additional information was received. It was reported and clarified that the patient never had a full-system implant. Patient symptoms were pain and paresia. It was reported that the location of the infection was unknown. It was further reported that the event was noted as ¿ongoing.¿ both the lead and extension were explanted, thus the patient was not receiving therapy, and it was unclear if another attempt was going to be made. Further, a time sequence of events was provided. On (B)(6) 2013, the patient experienced a non-related event, in which it is unclear what was being referred to. It was noted the patient had ¿just undergone the screening test.¿ on (B)(6) 2013 the patient was diagnosed with a post-operative hematoma. Additional information was received and clarified that the ¿trial¿ lead and extension were explanted. Additional information received reported the patient experienced in-patient or prolonged hospitalization. Additional information received reported the entire system was explanted on (B)(6) 2013. Additional information received reported the patient experienced an epidural hematoma which was drained on (B)(6) 2013. It was reported that a CT without contrast was used to diagnose post-therapeutic alteration in the surgical site, and that the epidural hematoma was diagnosed by means of MRI with contrast. It was noted that an abscess was at the pocket. A physical/neurological exam performed on (B)(6) 2013 found paresthesia and paresia of the right low limb. The patient had medical or surgical intervention performed to prevent life threatening illness or injury or permanent impairment. It was noted that the event was possibly related to the patient¿s lead/extension tract.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0206938300, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had a visit scheduled in january. The physician was currently expecting a full recovery with physical therapy. Additional information received january 6 reported it was believed the patient had an appointment scheduled for (B)(6). Additional information received three days later reported on (B)(6) 2013 the patient had pain and redness and both incisions were swabbed. On (B)(6) 2013, the patient had pain and paresis in right leg. On (B)(6) 2013, the patient had a 2 level left laminectomy at t8-t9 and t9-t10. On (B)(6) 2013 the patient had an MRI with contrast; results were not provided. On (B)(6) 2013, the patient had an antibiotic change to avelox, 400 mg, and rifadine, 300 mg. The patient was to stop avelox and rifadine on (B)(6).

Event description:
Additional information reported the etiology was the lead/extension tract. The event was noted as related to the device and procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was paraplegic.

Event description:
Additional information received reported that the patient did not want anything to do with the implanting hospital. It was noted that the current state of the patient was unknown.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the non-related events the patient was seen for on (B)(6) 2013, was kidney stones. It was also reported the patient was released from the hospital on (B)(6) 2013, with continued antibiotics and pain medication. She was sent to rehabilitation for a few weeks to treat the residual paresis. It was noted she was expected to recover from paresis with physiotherapy. On (B)(6) 2014, the patient canceled her follow-up appointment. Additional information received the next day reported the patient was stable and was still undergoing physiotherapy.

Event description:
Additional information received reported that the event was possibly related to the device or therapy and possibly related to the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had daily neurological exam from (B)(6) 2013.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. It was later reported that the outcome was resolved with sequelae on (B)(6)2013. The sequela was noted as paresis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on 11/22/2013 that the patient developed an infection was at both sites of incision and at the t9-t11 epidural abscess. The laboratory tests confirmed streptococcus and staphylococcus. The extension site scar had visible pus. During device explant surgery pus was collected at both incision sites. It was noted that an x-ray was taken prior to device explant and that plegia occurred. Antibiotics were prescribed on (B)(6) 2013 and then on (B)(6) 2013 the antibiotics were changed.

Manufacturer narrative:
Product ID 39565-30, lot# 0206938300, explanted: 2013 (B)(6); product type lead product ID 37081-60, serial# (B)(4), explanted: 2013 (B)(6); product type extension.